Manufacturer narrative:
Concomitant medical products: cd3357-40c, ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and left ventricular (lv) lead were explanted due to a pocket infection. A lead less pacemaker was implanted. No further patient complications have been reported as a result of this event.